Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: none given, inratio2: 1.5, lab: >4.0. About 3 weeks prior to calling in complaint. Pt unsure of exact lab value. Time between testing was a few hrs. Pt self tester's nose was bleeding in the middle of night (no date provided); she was taken off coumadin for six days. "Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2012, inratio=1.4, repeat = 4.3. Time between testing was mins. Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.